Event description:
The subject device was implanted on 7/13/1998. On 7/24/1998 it was found that the subject device had come loose from the concomitant devices. On 7/25/1998, another surgery was performed to remove all devices and replace them with another construct.